Event description:
The lay user/ pt contacted lifescan (lfs) another country on december 18th, 2007, alleging that her one touch ultra is reading inaccurately high. The technical service rep contacted the pt to obtain/verify the following add'l info on december 19th, 2007. The pt stated that she should normally test 3x per day, but has not tested as frequently due to alleged high readings. Her normal expected readings would be between 7-9 mmol/l, but recent readings have been over 10 mmol/l. Her normal diabetes medication regimen is 5 units of lantus in the morning and 3 units of novorapid before each meal. If her blood glucose levels fall within "7-10 mmol/l" she stated she would normally have 3 units...if the reading is higher, she would adjust her insulin intake". One day last week, (the pt was unable to recall the exact date), the pt tested and received a reading of "approx 20 mmol/l", and because this reading was higher than normal, she increased her novorapid dosage from 3 units to 6 units. The pt reported that she did not have any high blood sugar symptoms. The estimated time of this reading was "approx 2:30 pm, before she had a sandwich for her lunch." "A while later," she alleged experiencing symptoms of hypoglycemia and feeling "shaky". As treatment, she ate a biscuit, had a cup of tea and soon felt better. It is unclear if the pt had dinner this reported day. She did not test her blood glucose levels at the time of her symptoms. The pt stated that she normally develops symptoms of hypoglycemia at "3-4 mmol/l. The pt did not seek medical attention. The pt reported, while using expired test strips, her blood glucose levels from meter memory, have been in the range of "11.2-31.9 mmol/l, for a week. The tsr verified that she was using correct cleaning/puncture and testing methods. The pt reported that she was aware that she had been using test strips, which had expired in june 2007. The tsr advised against continued use of expired strips and had the pt conduct quality control test (while on the phone) with control solution and a new vial of test strips, which were in date and good condition. The meter passed the control tests. The tsr sent a replacement meter test strips and control solution. This complaint is being reported because the pt alleged developing symptoms of hypoglycemia after self-treatment of increasing her insulin dosage based on inaccurately high results (while using expired test strips).

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.